Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The 80% stenosed target lesion was in a non-tortuous saphenous vein graft proximal to a previously implanted taxus express2 drug eluting stent (des). The physician had selected and was advancing a 3.0x8mm taxus express2 des to the target lesion when it became "hung up" on the previously implanted distal des. The physician encountered difficulty in withdrawing the 3.0x8mm taxus express2 des into the unk type guide catheter when the stent fell off the stent delivery system in the femoral artery. The pt underwent successful profunda surgery to remove the undeployed stent. There were no additional pt complications reported. The pt's leg and vein graft "are fine as is the pt."